Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, prime, excessive no delivery test, and occlusion test. Device was received with cracked battery tube thread, cracked reservoir tube lip, and cracked case near display window corners noted.(B)(4)

Event description:
Customer reported via phone call that she experienced high blood glucose of 596 mg/dl with moderate to large ketones and extreme thirst. Blood glucose level during the call was 351 mg/dl. No air bubbles, insulin leaks or bet cannula found during troubleshooting but the insulin pump failed the high pressure test twice. The insulin pump was replaced and returned for analysis.